Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader turned on with button depression. Reader date and time was set successfully. The complaint was not confirmed. No further investigation is required. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc freestyle libre reader due to the reader "not turning on" after charging or with test strip insertion. Customer further reported that due to being unable to test, she had contact with a healthcare provider who diagnosed with her hyperglycemia and injected her with insulin of an unknown type and quantity. There was no report of death or permanent injury associated with this event.